Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A surgeon reported aspiration issues during a vitrectomy and membrane peel. Aspiration issue partially sorted by priming aspiration line again and procedure could be completed. There was a delay in surgery but no patient harm. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation conclusion: the pak's device history record showed the product was released per specifications. The customer did not retain a sample for this complaint report; functional testing could not be conducted. If a sample is returned at a later date, the investigation will be reopened and the sample evaluated.no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The system met specifications at the time of release. The root cause could not be determined conclusively.